Event description:
It was reported the procedure was to treat a lesion in the right leg. The nav6 embolic protection system (eps) was advanced to the target lesion over the viper guide wire and the filter deployed. The retrieval catheter was advanced to retrieve the filter however once the filter came in contact with the sheath, resistance was felt. The filter was able to be partially retracted into the retrieval catheter. Attempted to pull the filter when it got to the access site and the filter dislodged and became partially stuck in the 6fr sheath. The physician attempted to try to remove the sheath with the filter partially in the sheath; however the filter dislodged from the sheath. The physician was able to capture the filter with a snare but was not able to get it fully into the sheath. When the physician tried to remove the filter with the sheath while snared the filter came off and remained in the common fem. A cut down was performed to remove the filter. The patient remained hospitalized overnight after surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The IFU violation contributed to the difficulties. Based on the reported information, exchanging the provided barewire filter delivery wire for the viper wire prevented the ability to retrieve the filter causing the filter to dislodge from the viper wire resulting in surgical intervention and prolonged hospitalization. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the distal end of the wire during filter retrieval. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017- guide wire / fdw selection incorrect.